Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in clinic after receiving inappropriate atp and hv therapy for atrial flutter. The device gave therapy which actually cardioverted the atrial flutter. Programming changes were made. There were no adverse consequences to the patient. The patient was stable.